Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent a magnetic resonance imaging (MRI) procedure. After the MRI, the field representative interrogated the device and suspected the MRI protection mode was not programmed before the procedure. No inappropriate therapy episodes were stored within the device data. However, the device did store ventricular episodes as a result of oversensing while the patient was in the MRI. No adverse patient effects were reported. At this time, this device remains in service.